Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 829 mg/dl with trace ketones. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Tandem technical support (cts) reviewed pump data logs and found that the customer was using pump supplies beyond labeling. The customer alleged that the pump did not deliver enough insulin, however, the customer was unable to perform system check with cts and the alleged root cause could not be confirmed. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by cts to obtain additional information, however, the customer did not respond to follow-up attempts.